Event description:
The manufacturer received information alleging a ventilator was alarming indicating preventive maintenance is required. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer. The device failed a test step indicating the oxygen blending module subassembly malfunctioned and needs to be replaced. No failed test sheets were available for review. The device's system board was found to be defective and needs to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.